Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported that on (B)(6) 2024, the patient underwent a extraction surgery as bone fusion was achieved. The primary surgery for fracture was performed on (B)(6) 2023. During the removal surgery, the end cap could not be removed. First, a xl25 screwdriver was used, and the screwdriver tip almost broke off. Next, a t25 screwdriver was used, and the end cap completely got stripped and could not be removed. The surgeon tried to remove it with an extraction screw, and it did not work. All the locking screws were removed, and the nail proximal area opened wide. The surgeon managed to remove the nail without removing the end cap by forcing the elevator through the proximal screw hole and hammering it up. The removal surgery was completed successfully without any surgical delay. Patient outcome is reported as stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.